Event description:
A dreamstation auto CPAP device was returned to a third-party service center with no initial alleged complaint. There was no report of serious or permanent harm, injury, or medical intervention associated with this event. During evaluation at the third-party service center, the device was visually inspected and observed to contain visible foam particles within the blower kit, along with blower foam degradation. Dust contamination was also noted, and no device error codes were identified. Following completion of the evaluation, the device was scrapped by the service center. Based on the available information, this event is reportable under FDA 21 cfr part 803 as a product malfunction.